Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing and the device evaluation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: the distal end section. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: the instrument/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: the air/water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: the auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where white foreign material remained in the air/water channel and on the air/water cylinder. Based on the results of the investigation, it was not possible to identify the foreign matter and there was no physical damage at the residue points. A root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of reviewing reprocessing steps provided by the user, no information to judge obvious deviation from IFU was obtained. The results of the culture test were not provided by the user. A culture test was not performed by service business center. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending .once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.